Manufacturer narrative:
E1: the event was reported by a siemens healthineers employee, and a facility contact name and phone number were not provided for reporting purposes. H3, h6: initial actions (corrective and/or preventive): currently the issue is under investigation. It is recommended to check all parts that have not been stored in boards or were secured in longitudinal, sagittal, transversal direction during transport. It shall be confirmed that connectors or other cables are securely attached to the respective component. Manufacturer's preliminary results and conclusion: this operator table was not approved for a mobile vehicle. Although this incident occurred in new zealand, the circumstance seems similar to the us recall res# 97920. Further information was requested and investigation is on-going. A supplemental report will be submitted upon completion of the investigation.

Event description:
An operator table intended for stationary use was installed in a mobile vehicle. If the user does not notice a potentially loose monitor after transportation, in a worst-case scenario, this issue could lead to a minor to serious injury. No loose monitor was communicated in this case. No injury was communicated.